Event description:
Patient who had a spinal cord stimulator placed in 2006 and was doing well until october of 2011 when he had a fall on his back and since then has had difficulty getting good coverage and has been experiencing periodic shocks around his generator site and whole body. After further evaluation, it was thought that the patient likely had dysfunction of his system at some place, even though there was no overt fracture found on x-ray.